Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms at night while on their left side. A computed tomography (CT) scan showed a relevant lumen stenosis with preserved residual perfusion on the outflow graft. Log files were sent for analysis. On (B)(6) 2024 the patient underwent surgical decompression by opening the bend relief.

Event description:
Additional information was received that the cause of the stenosis was extrinsic outflow graft obstruction (eogo). The patient experienced dizziness. Treatment resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H9: fsca number received no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2024. Of note, several pulsatility index (pi) events were captured throughout the file. Per design, these events would have overwritten older events. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this document also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.